Manufacturer narrative:
Not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the atrial lead exhibited noise and episodes of high ventricular rate were noted. Programming changes were discussed. No further information was reported.